Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings: a review of the pump history showed no evidence of a loss of prime occurring. During investigation, no loss of primes occurred. The force sensor calibration reading was found to be within the required specifications. The complaint of the loss of prime alarms was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted multiple loss of prime alarms. It was reported the issue had occurred with multiple cartridges from different boxes and that there was no recent trauma or temperature changes experienced by the pump prior to the issue. The reporter was able to prime and air bolus successfully during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.